Event description:
The customer reported that the surgeon had trouble removing the jaws from tissue after sealing during a laparoscopic proctectomy. The site does not have any information about how the jaws were removed from the patient. The estimated blood loss for the whole case was 200cc. It is unknown if the blood loss is associated with the device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.